Manufacturer narrative:
The event occurred in another country.

Event description:
Customer reportedly received results of 11.4 mmol/l and 3.4 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.